Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified and extremely tortuous common femoral artery after an interventional procedure. Reportedly, during device insertion, difficulty was encountered. Additional force was applied causing the sheath to detach in the vessel at the distal guide. The detached sheath was snared from the contra-lateral common femoral artery access site. A second proglide device was attempted but as it was advanced in the vessel difficulty was encountered. Additional force was applied, a "snapping sound" was heard, and since it was believed that the sheath was about to detach, the device was withdrawn over a guide wire from the vessel. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4), patient selection and advance device against resistance; (B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1-1 perclose proglide part# 12673-05, lot# unk is being reported under a separate medwatch report number.